Event description:
It was reported there were high impedances, >10000, on electrodes 0-7. It was noted the patient was sent for x-rays to see if there was a visible connection. It was further reported the patient reports less than 50% therapy relief and feeling stimulation even though their device is on 0 and turned off. Additional information received reported the causes of the high impedances were unknown and the results of the x-rays were unknown as the manufacturer representative did not have access to the films.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v017801, implanted: (B)(6) 2007, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n298169, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported an x-ray showed the lead was not working because it was completely pulled out of the epidural space. It was noted the voltage was turned off along with the power. It was reported the patient would not undergo revision due to their health. It was noted the patient had nerve pain and was going to try oral medication for treatment.